Event description:
It was reported that the catheter appeared to have an open circuit.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was received for evaluation. No anomalies were noted in the catheter body, bifurcation, ring or tip electrodes, or connector pins. The catheter was electrically tested. An open circuit existed between the " (-) distal" pin and the tip electrode. Measured resistance between the unmarked pin and the ring electrode was 1.2 ohms. There was no indication of shorted, crossed, or intermittently open circuits. The measured resistance value for the tip electrode circuit was out of specification; the measured resistance value for the ring electrode circuit was within specification. The catheter was then cut approximately 1 inch proximal to the ring electrode, the black wire exposed and stripped on each side of the cut, and the circuits retested. The tip electrode circuit distal to the cut remained open, and the tip electrode circuit proximal to the cut had a measured resistance of 1.2 ohms, indicating that the electrical non-conformance existed between the cut black wire and the tip electrode. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. An internal corrective action has been initiated to determine and correct the root cause of electrical tip non-conformances.